Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Performed ma limit calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the dose on the 9800 system exceeds 20 r/min (23 r/min). There was no report of pt or operator injury.